Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 3 pm for diabetic ketoacidosis and a blood glucose level of 890 mg/dl. The customer stated her infusion set had occlusions in the form of air bubbles. The customer further stated that while she was in the hospital, she was on an insulin drip and had a low blood glucose level of under 30 mg/dl, which caused her to pass out. The customer's belt clip broke while she was in the hospital. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.